Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of device malfunction was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an ilet device displayed alert 65 for an audio alarm not audible during training, consistent with an audio over/under current malfunction, and a backup device was provided so training could continue with no impact to blood glucose. Symptoms included an inaudible audio alarm. Outcomes included no injury, no hospitalization, and no interruption to therapy initiation because the event occurred before clinical use. Investigation included customer interview and verification of the issue, confirmation of shipping details, and initiation of device replacement. Investigation of the returned device revealed an audio alarm malfunction consistent with an internal audio circuitry fault in the device¿s alarm subsystem. It was concluded, based on previously established findings for similar reports, that the cause was a device malfunction related to the audio alarm circuitry.